Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00970093 case subject: npi error code 133.6080 account name: ralph h johnson veterans affairs account #: 1018478 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: mark warren contact email: mark.warren3@va.gov contact phone: 843-577-5011, x6095 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015ls unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech called with error on 8015ls unit 133.6080, which is the backup speaker before call in tech did replace backup speaker once he put unit back together power on get same error code 133.6080, also get error another low battery after leaving unit plug in for awhile still get both errors. Tech will send unit in for services repair. Tech request to have level one repair email to him I confirm his email to be able to email information he request. Tech will get po# setup and call back. Mark.warren3@va,gov tech thank me for my assist ref:_00d30y0yr._5000l1qji0l:ref